Event description:
It was reported that during a generator change procedure, the screw of the pacemaker (pm) was turned with a torque wrench until it came off, but neither the atrial nor the right ventricular leads could be removed. Finally, the pm was managed to be explanted. A new pm was implanted and attached to the chronic atrial and right ventricular leads. The patient had no consequences throughout the procedure.